Manufacturer narrative:
This has been deemed reportable since it's unclear what is meant by "slightly pilled out". It was reported that the physician said he could see the core wire at some distance on the wire where it was reported that the coating was slightly pilled out. The device was reported to have been disposed of and therefore is not expected to be received for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If there is any further relevant information provided, a follow-up medwatch report will be submitted.

Event description:
During the procedure of pta, physician felt that the wire was not advanced and took a look at it and found that its surface was very harsh. Its coating however was not peeled out. He found that the coating of wire was slightly pilled out but was not sure that it had been pilled within patient's body. Physician confirmed there was no coating remaining in patients body throughout angiogram. No patient complications reported and the patient condition was reported to be stable.